Event description:
A malfunction, indicated by code malf 0, was reported with no notable preceding events. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer reverted to an alternative insulin delivery method, mdi. The customer was provided instructions on putting the pump into storage mode before returning it via a pre-paid label within ten days. The customer confirmed the shipping details and understood the instructions.